Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the cause of the pump alarming was due to a low volume alarm. When asked if the event had resolved the hcp stated that since the catheter was already dislodged and the patient was doing fine on oral, the decision was made to permanently turn off the pump. The patient was getting close to eri and she did not want a new pump and the pump was ineffective because of the catheter malposition. The patient's weight was not provided.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 30-jul-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported that the patient was wondering if their pump would stop alarming on its own. Patient stated they were due for a pump replacement but had to be hospitalized for "a couple months" while they waited for the replacement. Agent asked if hospitalization was due to issues with the pump and patient stated no. Patient stated when they got out of the hospital they had an appointment with a new doctor and found out that the catheter had "pulled out" from their spinal cord. Patient decided not to have the pump replaced and went back on oral baclofen instead. The patient stated the pump was still in and they could not have it removed for a "little while" yet. Patient reported the pump started alarming "probably in february" and it started out as a little beep and felt like a police vehicle in their abdomen. Patient was redirected to doctor to further address the issue. Additional information was received on 2024-04-12 from the healthcare provider (hcp) reporting that the patient started having symptoms of withdrawal in december of 2023 and they determined the catheter was dislodged. The patient was being managed with orals and they wished to permanently disable the pump today so code was given.